Manufacturer narrative:
Summary of evaluation: evaluation of this event can not be performed, as device has not been returned to MFR.

Event description:
Revision surgery revealed polyethylene wear of tibial insert.